Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched on screen. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. During investigation the device was powered up and it displayed alarm ec 1144 which is an issue with the circuit board. Service replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm with a blank screen. There was no reported injury to the patient.